Event description:
It was reported that the cord assembley did not hold correctly. There was no delay or patient injury reported. There was no backup device available.

Manufacturer narrative:
Investigator was unable to perform device evaluation since device was not returned to smith and nephew. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Review of the device history records were performed which confirmed no inconsistencies. Consequently, the complaint is being closed without conclusion.